Manufacturer narrative:
Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed. A small hole was observed in the sleeve which caused the blood leakage. Additionally, 5 retention samples from bd inventory were evaluated by drawing 5 tubes each and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer¿ eclipse" signal" blood collection needle with integrated holder experienced blood splatter or leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "it seems to be a blood leak from the flash window during sampling, outside the tube".